Manufacturer narrative:
(B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this right ventricular (rv) lead had let subclavian stenosis. The lead was surgically explanted via laser extraction. The lead is on longer in service. No additional adverse patient effects were reported.